Event description:
The unit was forwarded to the manufacturing site for investigation. The unit was tested, and the reported complaint was confirmed, the cause of which was the rotary valve. Co has taken several actions to address performance issues associated with the rotary valve of the tec 6 vaporizer. As a result, the frequency of occurence of these issues has dropped to 0.2% of the installed u.s. Base in fiscal year 1996 from 0.4% in 1994. Co will continue to monitor these reports and evaluate the appropriateness of other and/or process modifications.